Manufacturer narrative:
Device passed displacement test and self test. Insulin pump error 63 variable 3 alarms are noted in the history download due to broken trace u1 pin 6 (sda). The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, damaged display window cover, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, faded serial number label, and faded end cap address label. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.